Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 475 cc saline breast implant, catalog # 3501680, s/n (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475 cc and experienced deflation on the left breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 325 cc implants on (B)(6) 2018.

Manufacturer narrative:
Mentor received additional information indicating that the patient also experienced capsular contracture (baker grade unknown). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
It was reported that a 36 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475cc and experienced deflation and capsular contracture (baker grade unknown) on the left breast implant. As a result, patient underwent bilateral removal and replacement with saline mentor smooth round moderate profile 325cc implants on (B)(6) 2018. The devices with the same lot number were returned to mentor without fluid inside. There was no foreign material observed within device a or on the shell surface. The mentor product analysis lab discovered two areas of missing material measuring approximately 2.8 cm x 1.9 cm and 0.7 cm x 1.3 cm one located at the posterior aspect and the other on the anterior aspect respectively. Also a 0.9 cm rent was noticed within the missing material area b at the anterior view of the product. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. There was no foreign material observed within device b or on the shell surface. The mentor product analysis lab discovered two areas of missing material measuring approximately 0.7 cm x 0.7 cm on the anterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint of deflation was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).